Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of high results for 1 patient tested for elecsys ft4 ii assay (ft4 ii)on a cobas 6000 e 601 module. The patient was initially tested for ft4 ii on the e601 module and the result was 6.08 ng/dl. The customer requested a new patient sample. On (B)(6) 2018 a new sample was obtained and the ft4 ii result from the e601 module was 7.43 ng/dl. Since these results did not fit the clinical condition of the patient, the 2nd sample was sent to another laboratory on (B)(6) 2018 and the result from the siemens method was 1.2 ng/dl. This result matched the clinical condition of the patient. On (B)(6) 2018 the 2nd sample was repeated on the e601 module and the result was 7.05 ng/dl. The customer suspects an interference affecting the ft4 ii results from the e601 module. On (B)(6) 2018 the 2nd sample was sent to another laboratory using a cobas e801 module and the result was 2.09 which is more similar to the siemens result. The siemens result of 1.2 ng/dl was reported outside of the laboratory. The roche results were not reported outside of the laboratory. There was no allegation that an adverse event occurred. The e601 module serial number was (B)(4).

Manufacturer narrative:
As no sample material was available, the investigation could not be completed. The investigation was unable to find a definitive root cause.